Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to verify accuracy after performing a couple traces. The site was on patient reference frame trace and the image was a 0.5 space and thickness. Visually the image looked perfect. Edit model had the head rest in it so a manufacturing representative (rep) took those out. The site did have a full head. Technical services walked through 3 point trace, the head holders were taken away in edit model, and the doctor started at the tip of the nose when it came to tracing the 3 point trace. Troubleshooting allowed them to be accurate. There was a delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.